Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e702 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer stated that the leak centrifuge alarm posted during the sixth cycle of a treatment. The customer reported that they looked for a leak in the centrifuge chamber but saw nothing. The customer stated that they then checked the head of the centrifuge bowl and saw that the gasket showed some leakage. The customer reported that the treatment was aborted with no blood/product returned to the patient. The customer stated that the patient was in stable condition. The kit was not returned for investigation.